Event description:
During a low anterior resection the surgeon noticed that after firing the instrument all of the staples were box shaped and would not cut the tissue or the washer. A double stapling technique was used with a different type of instrument. The surgeon stated that he fired with the lowest b. The tissue was re-anstomosed with another stapler. There were no pt consequence.